Event description:
The international distributor reported the ventilator went vent inop and alarmed due to a flow sensor failure. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor replaced the analog, sensor and main pcb boards to address the reported problem.

Manufacturer narrative:
Part requested for analysis but not yet received. Part requested but not received.